Event description:
It was reported to boston scientific corporation that 1-2 months after a pelvic floor repair procedure in (B)(6) 2008 to repair a "significant" anterior defect using a pinnacle anterior/apical pfr kit, the patient reported "considerable pain." She took 800 mg. Of ibuprofen three times a day for two months, but it did not relieve the pain. Under examination, the patient had moderate pain along the lateral mesh legs of the pinnacle. The physician opined that these mesh legs might be a little too tight. The physician plans to cut at least one of the lateral mesh legs that may be under tension; both if necessary. The patient was referred to a urogynecological surgeon for a second opinion. It was reported on 10/02/2009 that the patient is still in pain. Per the physician, the patient had vaginal pain and dyspareunia before the procedure, notably tender levator muscles.

Event description:
It was reported to boston scientific corporation that 1-2 months after a pelvic floor repair procedure in (B) (6) 2008 to repair a ¿significant¿ anterior defect using a pinnacle anterior/apical pfr kit, the patient reported ¿considerable pain.¿ she took 800 mg. Of ibuprofen three times a day for two months, but it did not relieve the pain. Under examination, the patient had moderate pain along the lateral mesh legs of the pinnacle. The physician opined that these mesh legs might be a little too tight. The physician plans to cut at least one of the lateral mesh legs that may be under tension; both if necessary. The patient was referred to a urogynecological surgeon for a second opinion. It was reported on (B) (6) 2009 that the patient is still in pain. Per the physician, the patient had vaginal pain and dyspareunia before the procedure, notably tender levator muscles.

Manufacturer narrative:
It was reported to boston scientific corporation that the patient was scheduled for surgery on (B) (6) 2010, to release one or both of the mesh legs. The patient cancelled the surgery, and there has been no additional information concerning the patient's condition (if she is still in pain) or if the patient will reschedule the surgery.

Event description:
It was reported to boston scientific corporation that 1-2 months after a pelvic floor repair procedure in 2008, to repair a "significant" anterior defect using a pinnacle anterior/apical pfr kit, the pt reported "considerable pain". She took 800 mg. Of ibuprofen three times a day for two months, but it did not relieve the pain. Under examination, the pt had moderate pain along the lateral mesh legs of the pinnacle. The physician opined that these mesh legs might be a little too tight. The physician plans to cut at least one of the lateral mesh legs that may be under tension; both if necessary. The pt was referred to a urogynecological surgeon for a second opinion. It was reported in 2009, that the pt is still in pain. Per the physician, the pt had vaginal pain and dyspareunia before the procedure, notably tender levator muscles.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Manufacturer narrative:
It was reported to boston scientific corporation that the patient "is still without help." The physician stated that he has not heard from or seen this patient again, as she does not show up for her follow-up appointments, and has not communicated with him. No further information about the patient's current condition is forthcoming. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.